Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump had no power. Customer reported of having high and low blood glucose and would go to the emergency room just in case. Customer would call back.